Event description:
It was reported by service report that the bed had not motor functions and the footboard display was intermittent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Ribbon cable. Angle sensor.